Event description:
It was reported that this lead was repositioned due to dislodgement post-implant. The possible cause might be one suture on the sleeve according to the physician. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.